Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed an impella 5.5 pump to support a patient admitted in with acute myocardial infarction/cardiogenic shock. The pump was supporting for two weeks with success when the distal end of sterile sleeve ripped. It was cleaned with chlorhexidine gluconate and covered with sterile tegaderm. No excessive force was applied and it is unknown how the plastic separated. There was no reported patient harm.

Manufacturer narrative:
The investigation of product damage (sleeve damage) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.